Event description:
It was reported that the patient presented in clinic for follow up with high pacing impedance exhibited by the right ventricular lead due to fracture confirmed by fluoroscopy. The lead was explanted and replaced. The patient was recovering.